Event description:
It was reported that noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. The suspected cause of the event was ra lead insulation damage due to a suture sleeve that was placed too tight. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated lead provocation testing was performed and the event was not reproduced. Additionally, the device was reprogrammed to resolve the event and the patient was in stable condition.